Event description:
Patient was reported as deceased [death]. Case (B)(4) is a serious spontaneous case received from a non-health professional via regulatory authority in united states. This report concerns a patient (no identifiers reported) who was reported as deceased during treatment with euflexxa (sodium hyaluronate) solution for injection 10 mg/ml, unknown frequency, for bilateral primary osteoarthritis of knee from an unknown start date to an unknown stop date. The patient was reported as deceased on (B)(6) 2018. The patient was hospitalized on an unknown date and died on (B)(6) 2018. Action taken with euflexxa was not applicable. The following concomitant medications were reported: donepezil (from an unknown start date to an unknown stop date), gabapentin (from an unknown start date to an unknown stop date), folic acid (from an unknown start date to an unknown stop date), potassium (from an unknown start date to an unknown stop date), escitalopram (from an unknown start date to an unknown stop date), levothyroxine (from an unknown start date to an unknown stop date), bumetanide (from an unknown start date to an unknown stop date). All events in the case were reported as serious. The case outcome was fatal. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: not related. Other case numbers: internal # - others = mw5090646 this ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.